Event description:
It was reported that a patient underwent a penal implant procedure on (B)(6) 2024 and barbed suture was used. During a penal implant procedure that the needle broke while suturing. Fragment was recovered. Unknown if x-ray was needed. Another like device was used to continue with the procedure. There were no adverse consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? Please provide lot number. Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Asked for update on needle numerous times but not give a response back. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.